Event description:
The pt's wife reported that during the month of may 1998, the pt's blood glucose levels had been in the high 300's and had obtained a "couple of er1's" on his surestep meter. She stated that they felt the 300 readings were accurate because the confirmation dot coincided with the correct level on the test strip vial. On 5/17, the pt fell and knocked over a bookshelf. His wife called the paramedics as he was regaining consciousness. He was transported to the hosp via ambulance after the paramedics obtained a result of "high" (unknown meter type). He was treated with intravenous insulin and insisted upon leaving 1 hour later. They felt the meter was reading accurately.